Event description:
It was reported that a cartridge alarm occurred during insulin delivery resulting in a blood glucose (bg) level of 20 mmol/l and a visit to the emergency room (ER). In the ER, customer was monitored by health staff and provided insulin to use. Customer's bg level was resolved and customer was released from the ER the same day with no permanent damage sustained. Customer planned to purchase a new pump for continued insulin therapy.